Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) found with leak in iab. There was no injury or deaths reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported while testing the machine that cs100 intra-aortic balloon pump (iabp) found with leak in iab. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d9,d10, g3, g6, h2, h6 (health effect ¿ impact codes), h11. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, it was found that the complaint was opened for safety disk replacement as the machine has not been maintained for a long time and the safety disk is beyond its replacement age. The initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.